Event description:
It was reported that during a da vinci-assisted ileostomy takedown surgical procedure, the customer noticed a problem with the integrated electro surgical unit (iesu). Prior to calling intuitive surgical, inc. (Isi) technical support, the customer had power cycled the iesu. It was noted that the customer was going to test the function of the iesu after. The isi technical support engineer (tse) identified no related errors in the logs. The procedure outcome is unknown at the time of this report. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit displayed error m-02-3 after consecutive startups. Upon visual inspection, the unit was in good condition.